Event description:
It was reported that the handpiece had leaked fluid following the sterilization process. There was no reported pt involvement.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.